Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm and an iliac branch endoprostheses (ibe) to treat a right common iliac artery aneurysm. It was reported that after deploying the ibe in the right common iliac artery and cannulating the hypogastric artery the physician was unable to deliver the hgb161207a/16055767 in the internal iliac artery. Upon removal of the hgb device it was unable to be withdrawn into the dsf1245/1v381956 and was damaged, and rendered unusable. The sheath and device had to be removed together, which damaged one of the perclose sutures and a cutdown had to be performed at the end of the case. A new hgb device and dsf sheath was used, the procedure concluded with no further sequela. The patient tolerated the procedure.

Manufacturer narrative:
Patient medications: aspirin, and atorvastatin the review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® dryseal flex introducer sheath instructions for use (IFU) states sheath use under caution: do not continue advancement or retraction of the catheter or other device into or out of the sheath if there is resistance. Determine the cause of resistance before proceeding. Upon removal of the sheath, precautions should be taken to prevent bleeding, vessel damage, or other serious injury.